Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed blisters under the electrodes from the garment being too tight. Field services remeasured the patient and provided larger garments. The patient's nurse applied skin barrier to the irritation and the physician also applied a cream to the affected area. The medical outcome of the rash is unknown as follow up attempts were unsuccessful.